Event description:
Patient reported that they were experiencing painful stimulation. The device was programmed to off in 07/2002 and turned back on in 2002. Ever since the device was turned back on, the patient has been experiencing the following symptoms and attributes these symptoms to vns: dizziness, inability to sleep (insomnia), increase cough, weight loss (25 lbs), ringing in the ears (tinnitus), heart rate and rhythm changes, only with stimulation (arrhythmia). The patient was not experiencing the painful stimulation anymore as reported initially. The patient used their magnet to turn off their device and all of the above symptoms were gone except the ringing in ears. The physician programmed the patient's output current and magnet output current to 0ma (off) again. The physician checked the patient's blood levels for any chemical imbalance. If the blood level results are normal, then the physician will recommend explant.